Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patients blood glucose on an unknown date was 464 mg/dl with confusion. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pumps settings were not recently changed. During troubleshooting, it was reported that the pumps cartridge compartment was cracked. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.